Event description:
It was reported that the device had no voice commands. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the speaker was not plugged into the therapy pcb. It was also observed was that the upper case had 3 cracked screw locations. The customer received a replacement device.